Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump was received with operating currents within spec. Insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm in the long trace and pump history noted. However, the power management tool confirmed pump error was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, insulin pump was monitored and functioned properly. Insulin pump was received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed replace battery now twice. Customer's blood glucose was 103mg/dl at the time of incident. It was reported that was the second occurrence the insulin pump did not receive a low battery prior to replace battery now alarm. It was reported that the battery was not previously used, the pump was not dropped/bumped and that there were no unattended alarms. It was reported that the battery cap was not damaged. The insulin pump was returned for analysis.